Event description:
The customer reported that the power supply gives hissing sound and the voltage drops. There was no report of pt involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.